Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following glaucoma shunt implant, there was slight endothelial cell reduction with endothelial contact. Additional information has been requested and received stating the patient was treated with drops to reduce pressure. The patient was hospitalized due to endothelial cell reduction with endothelial contact. The patient underwent stent shortening.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Corrected data provided in g.2. (Removed company representative from the report source) the reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar was returned with a jagged cut behind the collar. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following glaucoma shunt implant, there was slight endothelial cell reduction with endothelial contact. Additional information has been requested and received stating the patient was treated with drops to reduce pressure. The patient was hospitalized due to endothelial cell reduction with endothelial contact. The implant was migrated and patient underwent stent shortening.